Event description:
Home pt (hp) reports shoulder and back "discomfort" due to excess air infused into the peritoneum cavity during treatment on the homechoice device. Hp reports air dissipated on it's own. Hp reports rn was notified of this "discomfort" and that no medical intervention was required as a result.